Event description:
It was reported that a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. After preparing the system according to the instruction for use (IFU), and confirming that the clip delivery system (cds) gripper descends, the device was insert the device into the body. When controlled gripper actuation (cga) was confirmed in the left atrium, the gripper descended on the anterior leaflet side, but not on the posterior leaflet side. The lock lever was locked and unlocked to raise and lower the gripper, but it did not come down. The device was removed. The procedure was completed with a replacement. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported single gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.